Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: there was a call service (cs 054) alarm observed in the pump histories. The pump powered on properly with no alarms and was exercised for 24 hours with no call service alarms received. Unrelated to the original complaint, there was corrosion observed in battery compartment. There were no leaks found during the leak testing. The pump was opened and no further evidence of moisture was found. Also unrelated, the display was dim and the letters had a red hue. The threads on battery cap were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.